Manufacturer narrative:
The full patient identifier for this case is (B)(6). The customer did not supply patient demographics such as sex, weight, ethnicity or race. The access high sensitivity troponin I reagent was not returned for evaluation. All assay and system verifications met specifications at the time of the event. No hardware errors, flags or other assay issues were reported in conjunction with this event. A beckman coulter field service engineer (fse) was dispatched in association with this event but did not identify a hardware, software or system issue that would have contributed to this event. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2020 the customer reported a non-reproducible elevated troponin I (access high sensitivity troponin I) result had been generated on the customer's unicel dxi 600 access immunoassay system (part number a71460 and serial number (B)(4)). The initial elevated access high sensitivity troponin I result of 218.0 pg/ml was released from the laboratory. A second sample was collected from the patient two hours after the first sample was collected. Lower results were obtained for the access high sensitivity troponin I. The laboratory then retested the first sample collected and also obtained lower results on the original sample. There was a report of change to patient care or management which occurred in connection with this event. The patient was admitted and treated for myocardial infarction (mi). Additional details regarding patient treatment were requested by beckman coulter but were not provided. There was no additional report of change to patient care and no report of injury to patient. No additional information regarding patient care or treatment is available at the time of this report. System performance indicators such as system check, calibration and quality control were performing within specifications at the time of the event. No hardware errors or other errors were reported in conjunction with the event. Customer reported the sample was collected in a serum gel tube and the sample was clear. Centrifugation time and speed were not provided. No additional sample handling information was provided.